Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. Following each alarm, the customer was able to clear the alarms and replace the cartridge. Customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump or manual injections for insulin therapy.